Event description:
It was reported that the customer was in the emergency room for one hour due to low blood glucose. The mother stated that the customer is still wearing pump at school and her bgs are monitored constantly. The mother also stated that the batteries were changed and the backlight is working.